Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain bag leaked. The complainant stated that the drain bag was washed twice daily. It was also reported that the patient allegedly experienced an infection that was treated with antibiotics.

Manufacturer narrative:
Received 1 used drainage bag only. In the visual evaluation of the sample, the peripheral seal of the bag was inspected. The front and back of the clear vinyl and white vinyl were also inspected and no discrepancies were noticed. The assembly of the outlet and the outlet tube with metal clamp were inspected and no discrepancies were found. The sample was functionally tested using the under water air leak test, which evaluated for any kind of leak on the bag. The criteria were "any flow of bubbles is considered a defect and is a reject." A leak was observed on the drainage bag. The drainage bag had an opening on the edge of the peripheral seal measuring 0.211¿, located at the bottom of the bag. The thickness of the clear vinyl was measured, during the dimensional evaluation, at six different points of the bag and was found to be within specification. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfections or surface deterioration is observed, do no use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain bag leaked. The complainant stated that the drain bag was washed twice daily. It was also reported that the patient allegedly experienced an infection that was treated with antibiotics.